Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site to perform a system checkout. The representative used 3d, line pair and performance alignment to check the quality of the image and found no issues. System them passed all testings and is working normally. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that during a spinal fusion procedure with an imaging system the quality on the first spin 3d image was poor. The surgeon re-spun for and the image quality was better to use for the case. There was a delay of less than 1 hour. The procedure was completed with the use of imaging system. No impact on patient outcome.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Device serial number was inadvertently left off initial MDR and now provided. Patient information now provided.